Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The physician chose not to completely exclude a pre-existing, pre-aneurysmal segment of the patient's right common iliac artery. Follow-up images revealed that the pre-aneurysmal segment of the right common iliac artery had increased in diameter. In 2008, the patient's right hypogastric artery was coiled and a gore tag thoracic endoprosthesis contralateral leg component was implanted. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: pxt281414/lot#03582263, pxc181200/lot#03803299.